Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Customer stated-spray nozzle broken off.

Event description:
Customer stated-spray nozzle broken off.

Manufacturer narrative:
Investigation x- inspect returned samples analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 09/22/2011 under wo # (B)(4) and shipped on 09/28/2011. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: this unit was serviced in 2012 for a water clog, and in 2017 & 2018 for an adjustment to the relief device. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed physical damage to the nozzle. The luer lock was broken off and the nozzle was bent. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the nozzle is a fair amount of metal and a significant amount of force is required to bend it. The luer would prone to breaking off if impacted as well. The root cause for this complaint condition is being attributed to end user error. Unit was impacted. Correction and/or corrective action the unit was repaired, tested and returned to the customer. No further corrective action is necessary. Preventative action activity coopersurgical will continue to monitor this complaint condition for trends.